Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior correction and fixation spinal therapy for idiopathic spondylosis. It was reported that the set screw does not fit into t-bolt. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that it is unknown why set screw did not fit into t-bolt, maybe it was caused by the deformation of thread. This event occurred during the insertion of the set screw into the t-bolt prior to placement in the patient. Additional information was received via manufacturer representative that the reason why the set screw did not insert into t-bolt is unknown and the issue may be caused due to deformation of threads but no deformation or scars have been observed.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. G4 510(k)#: please note that this product: g9010001599 (set screw: g9010001599 breakoff) is not marketed in the united states; however, it is similar to the united states marketed device 6534530 (set screw pack 6534530 4 pack set screw) with 510(k)#: k170679. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: fdm has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.